Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
"Literature article entitled, ¿long-term follow-up of a cemented titanium stem¿ by benjamin bloch, et al, published by acta orthopaedica belgica (2015), vol. 81, pp. 225-232, was reviewed. The authors present the outcomes of 42 patients who were implanted with the depuy ultima stem cemented with competitor cement. This complaint captures 40 individual cases in the attached guidance document labeled case 1 through case 40. Two events attributed to competitor cement were excluded from this complaint. (B)(4) captures case 1. Case 2-case 40 are linked to (B)(4). " patient 1 implanted with a cemented ultima stem with a 12/14 taper and a 28-mm cocr femoral head. The cement used was a competitor product. Radiographic studies identified 4-mm stem subsidence. There were no reported product problems or patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.